Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the description of event and since the device was not returned it has not been possible to determine the root cause of this event, however it might have related problems with the captor valve iris or the silicone discs. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: flush solution leaked from the hemostatic valve during preparation. To treat type ia endoleak, the physician planned to place the extension (tbe-40-81-pf). However, he flushed the device while preparation, flush solution leaked from the hemostatic valve. Therefore, he gave up on using this device and performed ballooning at proximal neck. The endoleak was resolved and the procedure was completed. Patient outcome: unknown as information was not provided.